Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On 21-jun-2021, it was reported that the infusion set's tubing got tagged most of the time and it detached. The site location was patient's abdomen. Moreover, the infusion had been used randomly. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress/pull on the tubing as the tubing was shortest and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported that the infusion set's tubing got tagged most of the time and it detached. The site location was patient's abdomen. Moreover, the infusion had been used randomly. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress/pull on the tubing as the tubing was shortest and the pump was not dropped with the set connected to patient's body. No further information available.